Event description:
It was reported that, during a thr, a r3 straight shell impactor was noticed to be broken due to wear. Surgery was resumed, without any delay, with a smith and nephew back-up device. No patient harm was reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Manufacturer narrative:
H6: a040601. Additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that the malfunction of the device is threads have become worn and are not engaging, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.